Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii device failed to load properly. The proximal seal would not load into the delivery device and the seal remained inside of the loading device when the delivery device was removed. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. (B)(4).